Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted centrally. A second mitraclip xt was attempted to be implanted to further reduce the mr. The clip was successfully placed on the leaflets, upon deployment the clip opened to approximately 30 degrees. An additional mitraclip was then implanted to stabilize the cowl clip. The procedure was discontinued; the final mr was reduced to grade 2+. There were no adverse patient effects or clinically significant delays reported.